Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the patient had fallen approximately two weeks post implantable pulse generator (ipg) replacement procedure and there was possible inflammation/infection as the patient had fallen directly on the device. The patient further reported having pain and heart "racing" at night. Follow up with the clinic was performed and the patient has not been seen. The device remains in use. No further patient complications have been reported as a result of this event.